Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that the 5.5mm x 14.7mm ft bio-corkscrew suture anchor with two #2 tigertail was being used in an arthroscopic rotator cuff repair procedure. The anchor broke upon insertion into the bone. The surgeon removed everything but 1-2mm of the anchor. The broken piece that remained in the patient was not proud and was secured in the bone. The surgeon placed another anchor beside this one to complete the procedure.